Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and urinary tract infection on (B)(6) 2021. Blood glucose level at the time of the incident was 324 mg/dl which was treated with manual injection. The customer fainted at work and was hospitalized. The customer stated that the insulin pump gave frequent insulin flow block alarms, battery did not last more than a day and the insulin pump did not store the settings after changing the batteries in it and also insulin pump did not work. It was unknown whether auto mode feature was active or not at the time of incident. Troubleshoot for no delivery alarm and high blood glucose could not be performed because the customer did not have the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized with high bg's. The customer alleges frequent insulin flow block alarm, battery does not last more than 1 day and pump does not hold settings. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The insulin pump was programmed and monitored for 4 days. No unexpected pump reset or insulin pump settings/history anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No charge/battery anomaly, pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download. Please see below for the no delivery alarm listed in the formatted history fie on 12/07/2021.(B)(6) 2021 07:59:18.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:03:12.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:03:46.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:04:14.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:05:14.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:08:00.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:08:44.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:10:00.000 alarmalertnotification - during bolus faultnumber = no delivery (7). (B)(6) 2021 11:11:50.000 alarmalertnotification - during bolus faultnumber = no delivery (7). The following were noted during visual inspection: minor scratched display window scratched case, pillowing keypad overlay and a severely corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. No charge/battery anomaly noted. No unexpected insulin pump reset or pump settings/history anomaly noted. Device settings was still present in the pump during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. During visual inspection, a severely corroded battery tube was noted. Unable to confirm alleged high bg's.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.